Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.